Event description:
On (B) (6) 2010, the lay user/patient's mother contacted lifescan (lfs) alleging the patient's onetouch ultralink meter was prompting an "error 5" message in addition to reading inaccurately. Per the onetouch ultralink owner's booklet, an "error 5" appears when the meter has detected a problem with the test strip. The medical surveillance specialist (mss) spoke with the patient's father on (B) (6) 2010 and obtained the following information. The patient's father reported that the alleged issues began approximately 3 weeks prior to contacting lfs. The patient's father stated that the error message was intermittent and after several attempts, the patient would be able to obtain a blood glucose result. However, the patient's father indicated that the results obtained were inaccurately high. The reporter stated that on several different occasions (dates/times not recalled), the patient became shaky (suggestive of a low glucose) 30-45 minutes after bolusing an unspecified amount of novolog insulin. The patient's father did not recall what readings were obtained with the subject meter prior to the onset of symptoms; however, indicated that his son had administered insulin based on the meter result and carbohydrate intake. The patient's father did not recall if the patient's blood glucose was tested at the onset of symptoms, nor could he confirm the type of treatment the patient received in response to the symptoms. At the time of troubleshooting, the customer care advocate (cca) noted that the patient's mother reported that she had thrown subject meter away. The cca was unable to confirm the alleged error message. Replacement products were sent to the patient. This complaint is being reported because the patient's father claimed the patient obtained inaccurate high readings with the subject meter, administered treatment based on the alleged results, and on multiple occasions developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. In addition, the alleged error message remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.